Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements eventually resulting in high out of range greater than 125 ohms. Boston scientific technical services (ts) discussed that single coil leads tend to have higher trending impedances due to the smaller surface area. Ts also discussed the potential of a physiologic change such as calcification on the lead that may contribute to out of range measurements. The physician plans to continue monitoring and will evaluate further during a routine device replacement procedure in the future. No adverse patient effects were reported. This product remains implanted and in service.